Event description:
The manufacturer was informed on this event through the (B)(6) registry. On (B)(6) 2014, a patient received a pvs21 in aortic position. The manufacturer was informed on the following adverse event: on (B)(6) 2018, structural valve deterioration - valve deterioration suspected because it is growing high with asymptomatic; on (B)(6) 2019, structural valve deterioration - rapid deterioration valve with symptomatic: reoperation project. There was no other information provided at that time.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2014, a patient received a pvs21 in aortic position. The manufacturer was informed on the following adverse event: on (B)(6) 2018, structural valve deterioration - valve deterioration suspected because it is growing high with asymptomatic; on (B)(6) 2019, structural valve deterioration - rapid deterioration valve with symptomatic: reoperation project. The manufacturer received additional information from the site identifying the following. The hypothesized root cause of the reported svd was calcification of the leaflets with increasing stenosis. The patient¿s clinical history and risk factors were as follows. At the time of implantation in 2014, the patient already suffered renal insufficiency and was on dialysis; they also had hypertension and hypercholesterolaemia. The patients height and weight are 160cm and 80 kg respectively. The device functionality history is as follows. The patient was seen by their cardiologist every year, until (B)(6) 2017 the prostheses was reported as normal functioning. In (B)(6) 2018, the cardiologist noticed and increased peak gradient of 66mmhg. In december of that same year, the peak gradient was 90mmhg and in (B)(6) 2019, the peak gradient was reported at 100mmhg after which they decided to plan for surgery in april 2019 (explant occurred end of feb as originally indicated). The perceval valve was replaced by a trifecta 21mm.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the valve is not available for return and analysis, no further investigation can be performed at this time. It is possible that the patient's risk factors (hypercholesterolemia, hypertension) contributed to the reported structural valve deterioration and calcification which in turn lead to the development of stenosis and re-operation. However, since no direct valve investigation could be performed, this cannot be ultimately confirmed. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.